Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check te pad messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The cause of the test failure and reported messages is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was experiencing "check therapy pad" and "adjust belt" messages.